Event description:
It was reported that during an implant procedure, the right ventricular lead was found to have high capture thresholds. Upon attempting to reposition the lead, the lead was found to be unable to be separated from the stylet, and the helix was unable to be retracted. The rv lead was not used and a new rv lead was used to complete the procedure. The patient was discharged and no additional patient consequences were reported.

Manufacturer narrative:
Correction: h6: code should be marked with "2547 - separation failure ".

Manufacturer narrative:
The reported events of inadequate capture, helix mechanism issue, and stylet insertion/removal issue were confirmed. As received, a complete lead was returned in one piece for analysis. The stylet was not returned with the lead. Electrical testing found internal shorts between conductors due to the over-torqued inner coil consistent with procedural damage. The stylet insertion test couldn¿t perform due to the damaged inner coil. Visual inspection of the lead found the helix to be fully extended and clogged with blood/tissue. X-ray examination found the inner coil was over-torque at the connector region. After cleaning, helix was able to be retracted and extended when torque applied directly to the inner coil. The measured full helix extension length was within product specification. The cause of the reported events was isolated to the over-torqued inner coil and the helix being clogged with blood/tissue.